Manufacturer narrative:
Device moved from intended location. Material updated.

Event description:
Device moved from intended location. Material updated.

Event description:
Device moved from intended location.